Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The 60 mm reload was connected to the adapter. The surgeon clamped the tissue of the stomach, the device switched to the firing mode and the surgeon pushed the blue button. However, the knife did not go forward and the device was not fired. Replaced by a new reload and the firing was completed. After that, connected the 45 mm reload to the adapter. The surgeon clamped the tissue of the stomach, however, the same event occurred. Replaced by a new reload and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.